Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased pacing threshold measurements. The pacing output was reprogrammed. It was later reported that a microdislodgement was the likely cause of the increased thresholds. No loss of lv pacing therapy had occurred. No adverse patient effects were reported.